Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for non-obstructive urinary retention, urge frequency (primary), and fecal incontinence (secondary). It was reported that when they were testing the stimulation during the procedure, it was painful for the patient and felt ¿like a stick¿. They mentioned they had diarrhea in relation to the foods they ate. The patient did not feel the stimulation anymore but when it was increased to 5.5 they felt a comfortable stimulation to the left of their tailbone. There were no known environmental/external/patient factors that may have led to the issue. No troubleshooting was performed and the only action taken to resolve the issues was that the stimulation was increased. Additional information received from the patient on (B)(6) 2018 reported that they had a urinary tract infection (uti). It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.